Manufacturer narrative:
Additional information received on january 7th 2019: x-rays have been provided. Based on the product history records, the review of the case, the recurrence of this type of event for this implant and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. Requests for additional information and product return did not receive a response. The likely cause of this event is probably an inadequate prescription of the prothesis due to the patient initial condition. The x-ray (sagittal view) provided on january 7th 2019 points out a potential degenerative pathology of the patient. Indeed, as mentioned in the IFU: patient selection is extremely important. In addition, in certain degenerative diseases (e.g., degenerative scoliosis or ankylosing spondylitis) that may be so advanced at the time of implantation that the expected useful life of the device is substantially decreased. The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs. Root cause: unknown with hypothesis of degenerative pathology. If additional information were received that may add a value on this case, another report will be sent.

Event description:
Mobi-c p&f us: revision due to neck pain. Information was collected via the annual mobi-c enhanced surveillance survey : a mobi-c device was implanted in october 08th 2017. It was a 2 level surgery (c4-c6). The patient suffered of pain. The revision of prosthesis is due to neck pain. Surgeon removed the implant and replaced by fusion on (B)(6) 2018. According to the survey, x-rays were taken and have been requested to the reporter. Update on august 10th 2018: no additional information will be provided from the surgeon. On january 03rd 2019: x-rays have been requested. Received on january 07th 2019.

Manufacturer narrative:
The product was not returned to manufacturer , but to external laboratory . The review of the device history records did not reveal any non-conformance to specifications or deviations in procedures that might have contributed to the reported event. The only information provided is that the revision was due to neck pain ; no sufficient information received. Additional information was requested. Investigation is still on going. Not returned.

Event description:
Mobi-c p&f us: revision due to neck pain. As reported , it was a two level cervical revision for pain. First surgery (B)(6) 2017. Prothesis was replaced with fusion device. No additional informations were received. Investigation still in progress.